Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem, failed downstream occlusion, was not reproduced during evaluation when tested for proper downstream occlusion detection. The evaluator found the pump to detect a downstream occlusion as intended. The force sensor was calibrated to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.